Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient was experiencing ipg pocket site pain. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information was received indicating that the patient's ipg was replaced to address the patient issue. Therapy was restored post operatively.

Manufacturer narrative:
A patient experiencing ipg pocket site pain was reported to abbott. The ipg was explanted and replaced. Therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.